Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed multiple motor errors. The caller did not know the blood glucose reading but estimated that it was between 200 to 220 mg/dl. The customer's husband also noted that the customer was pregnant. He stated that the alarms occurred during bolus attempts and also randomly during normal device use. Advised discontinuation of the insulin pump. Nothing further reported.